Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with bacteremia infection which was first noted with hematoma and a blood culture that was positive with methicillin-resistant staphylococcus aureus. Erosion was also noted on the pacemaker site. Upon examination the patient experienced subsequent delirium described by mild confusion. The patient also had a high blood pressure. The entire system was explanted. Patient status was not known.